Manufacturer narrative:
A review of the pacing impedances trend data showed that the impedances had been rising gradually and were out of range per the most recent measurements. Based on the data over the last year, it was noted that the explanation of out of range pacing impedances could be described with the theory of calcium build up at the lead/tip tissue interface. Technical services also discussed possible options to consider when it comes the pacing impedances. Technical service does not believe this data is suggestive of lead fracture, typically with lead fracture one would expect to see a sharp rise in impedance to >2500 ohms with the addition of nsvt or vt episodes stored due to noise/artifact oversensing. The artifact observed in v-4 and v-5 is not consistent with lead fracture artifact and 2 could be associated to damaged or torn seal plug which allows fluid to contact the setscrew inconsistently. The artifact, as mentioned before is intermittently oversensed causing a delay in pacing of 1 beat and has not met criteria for vt episode declaration. In addition, technical services discussed performing an x-ray to have clarification on what type of provocative maneuvers were performed during the past assessment of the system. Additional information received noted that in this case, the lead impedances will be monitored first as this may be due to lead calcification due to the patient underlying chronic renal failure.

Event description:
Boston scientific received information that during a follow up out of range pacing impedances were observed as well as elevated pacing thresholds. An x-ray will be performed. No adverse patient effects were reported.